Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. The patient presented with significant calcification directly under the posterior leaflet along with calcified chordae. A xtw (lot: 40528r1015) was chosen for implantation. After grasping, the mitral valve pressure gradient rose to 8-9mmhg. Due to this the clip was removed and repalced with an ntw (lot: 40213r1040). Grasping was difficult with the ntw but was eventually successful. The clip was deployed but was not very stable. The procedure ended with mr reduced to grade 1-2.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported migration (partial clip movement) and difficult or delayed positioning associated with leaflet grasping appears to be due to significant calcification directly under the posterior leaflet along with calcified chordae and is therefore related to patient conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: the procedure ended with mr reduced to grade 3-4. No intervention was performed.